Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on 03/30/2025. On 04/01/2025, the patient felt bad and has symptoms of dizziness, headaches and trembling. The cgm was displaying a hypoglycemic reading of 45 mg/dl. Based on the cgm value, the patient ate food and the bg was reportedly not changing. The parents took the patient to the hospital. At the hospital, the patient was treated with glucose infusions and her well-being improved. The patient was in the hospital for one day. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.